Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station was not communicating and was offline. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was initially reported as not communicating. A field service engineer (fse) confirmed with the customer that the station was connected to the network. Fse verified that the station was online in remote smart service. The system functioned as intended after the field service engineer investigated the device.